Event description:
Reporter indicated that device diagnostics testing during routine follow-up on 05/2002 resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction or end of service. The patient still had hoarseness and felt stimulation but seizure activity had increased. Reporter did not think the patient had experienced any trauma or injury to chest area. The patient's device was set on rapid cycling, thereby increasing the possiblity that the generator may be at end of service. Further follow-up revealed that the patient had an x-ray taken in 2002 and no lead discontinuities were noted. Physician stated that both the lead and generator would be replaced on 07/2002. The patient's device is still programmed to on.